Event description:
Customer received normal tsh and low free t4 for numerous samples collected from the same pt over the past couple of years. Customer said "the pt's pituitary function is normal but measured free t4 does not rise in response to stimulated tsh". Customer provided the following pt result, from a sample collected on (B)(6) 2009. Sample type is serum collected in a sst tube. Tsh gave 1.84 pmol per l and free t4 gave 7.7 pmol per l. The customer said "these results are at "odds" with each other and are independently at "odds" with the clinical picture of the pt". Customer sent one of the pt samples to another laboratory for analysis using a different instrument platform, and results obtained were similar. Actual data, method/analyzer used for testing or if the same pt sample or different sample was sent out for testing was not provided. No info provided to determine if erroneous results were reported or if pt was adversely affected. If add'l info is received, appropriate notification will be provided.